Event description:
It was reported that the right ventricular lead was found to be dislodged. Lead could not be re-positioned because of helix extension failure. Lead was explanted and replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received notes that right ventricular lead dislodgement was discovered when intermittent capture was observed during routine follow-up in clinic. The patient was asymptomatic and unaware of the lead changes. The lead was explanted and replaced. The patient¿s condition was stable throughout the event.